Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented to the clinic for a scheduled follow-up, interrogation of the pacemaker discovered functional loss of capture due to competitive atrial pacing occurring during a ventricular event. A programming change was recommended. The patient will continue to be monitored. The patient remained stable before, during, and after the device interrogation.